Manufacturer narrative:
Although product was returned to stryker endoscopy via service, the product was not returned to wom for investigation therefore the reported failure mode was not confirmed. Alleged failure: patient had cardiac arrest after start of the pneumoclear. Diagnostics: - perform cal and usw - replace gas filter and battery - reset service state - perform functional test. Probable root cause: because device was not returned to OEM - wom, probable root cause cannot be determined. The reported event could be not confirmed. There are no indications of a manufacturing issue. As per the reporter, this issue occurred immediately after they started using co2, hence the most probable root cause might be: incorrect positioning of insufflation instrument by the staff, including veress cannula, can lead to gas penetrating a vessel or internal organ and finally to gas embolism. To ensure proper veress/trocar placement during the procedure, the pneumoclear device is supplied with appropriate warnings. The device worked as intended, hence a device malfunction can be ruled out. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient experienced a cardiac arrest.

Event description:
It was reported that the patient experienced a cardiac arrest.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Filling on behalf of world of medicine (wom).